Event description:
It was reported that the customer is replacing the kit, bezel assy. The bezels were cracked. It's unspecified if separation was present.

Manufacturer narrative:
The report of a cracked plastic bezel was confirmed but root cause could not be determined. A device history based on the serial numbers provided by the customer showed that the devices were not returned to service for the reported complaint. An external inspection of the returned bezel from pump module sn (B)(6) was performed. The bezel assembly was observed to have multiple cracks on the upper door hinge and hinge post, which also runs along the side and rear of the bezel assembly. The rear of the bezel assembly upper door hinge was observed to have corrosion, indicative of fluid ingress. Additionally, two cracks were observed on the lower hinge shroud and the bottom left side of the bezel assembly. The left side of the bezel assembly also had multiple impact points. The mechanism frame assembly was intact and showed no signs of physical damage, ie.. All bezel bosses (six) were intact, there were no missing or damaged springs, and the iui retainer tabs were intact. Log analysis: n/a, a log analysis was not performed. The customer did not return the entire suspect devices or logs for review. Test results: testing could not be performed, the customer only returned the bezel assemblies for review. The proximate cause of the cracked bezels is believed to be the result of physical damage. Device history: review of the sn (B)(6) service history record showed that the device was manufactured on 12/08/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 06/16/2020 and indicated that this device has been previously returned once for service not related to the reported complaint.

Manufacturer narrative:
The report of a cracked bezel was confirmed but root cause could not be determined. A device history review based on the serial numbers provided by the customer showed that the devices were not previously returned to service for the reported complaint. An external inspection of the returned bezel from pump module sn (B)(4) was performed. The bezel was found to be a bd-approved part. The bezel assembly was observed to have a broken lower hinge shroud and retainer post. Additionally, cracks were observed on the upper door hinge, encircling the entire hinge. The bezel assembly was observed to have an impact mark on the bottom left corner. The rear of the bezel assembly upper door hinge was observed to have corrosion, indicative of fluid ingress. The mechanism frame assembly was intact and showed no signs of physical damage, i.e. All bezel bosses (six) were intact, there no missing or damaged springs, and the iui retainer tabs were intact. Log analysis: n/a, a log analysis was not performed. The customer did not return the entire suspect devices or logs for review. Test results: testing could not be performed, the customer only returned the bezel assemblies for review. Device history: review of the sn (B)(4) service history record showed that the device was manufactured on (B)(6) 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned once for service not related to the reported complaint. The proximate cause of the cracked bezels is believed to be the result of physical damage.

Event description:
It was reported that the customer is replacing the kit, bezel assy. The bezels were cracked. It's unspecified if separation was present.